Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included in this report. DHR review and complaint investigation of the returned complaint samples associated with the biosentry tract sealant complaints for stylet unable to advance through the biosentry adaptor. Root cause for this event was determined to be the distal end of the adaptor having a molding non-conformance where the tip is "necked down" resulting in the narrowing of the lumen ID.

Event description:
The customer reported that he physician tried to advance the biosentry push rod into the biosentry adapter before connecting the adapter to a coaxial introducer. The physician said the push rod would not advance. No report of patient harm.